Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the blood glucose was stabilized during hospitalization. The customer stated that the blood glucose went down to 300 mg/dl. The customer reported that they had high blood glucose of 600 mg/dl. The insulin pump will not be returned for analysis.